Event description:
Previous emdr submission noted rupture. Upon further information, allergan has determined that this record is a duplicate record. Please refer mrn# 9617229-2019-20511 as the operating record related to this complaint.

Manufacturer narrative:
Previous emdr submission noted rupture. Upon further information, allergan has determined that this record is a duplicate record. Please refer mrn# 9617229-2019-20511 as the operating record related to this complaint.

Event description:
Healthcare professional reported left side "rupture" of a saline device. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "rupture" of a saline device.